Manufacturer narrative:
The reported lead fracture was confirmed. Microscopic inspection of the returned lead identified all broken wires in the lead body that would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.